Event description:
It was reported that the patient underwent a spinal procedure at l3-s1. It was reported that the flanges on the longitude rod inserter have become bent which makes holding the rod difficult. No patient complications were reported.

Manufacturer narrative:
Visually and evaluated instrument tip; unable to identify tip deformation. Dimensional evaluation of tip width found tip conforming to print specification. Functional evaluation with sample rod found instruments securely holding sample rod. After visual, functional and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing, or assembly of the implant components. The instruments appear to be capable of performing their intended function.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.